Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not hold settings during a battery change. Information on the behavior of the external pulse generator regarding settings when the device is off, as well as the long term test procedure of the device, was provided to the caller. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.